Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: to aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a section of an invoice where the manufacturing date is 2021-01-13 (january 13, 2021) and the expiration date is 2025-12-31 (december 31, 2025). The other photo shows a box label showing the fab/est (manufacturing date) 2021-02-07 (february 07, 2021). A device history record review was completed for provided material number 303552, lot number 1013547. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Investigation conclusion: based on the investigation and the photo samples provided it is confirmed that this is a misinterpretation of the manufacturing dates. Root cause description: the manufacturing date on the box label is 2021-02-07 (yyyy-mm-dd = 2021-feb-07) however, the customer is reporting that their understanding is "according to the label on the box - manufacturing was on 2021-02-07." It is unclear which distributor issues the invoice and the information used. The labels are correct, not the invoice. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a box of syringe 50ml ll (B)(6) had an incorrect expiration date. The following was reported by the initial reporter: "the packaging only contains the date of manufacture and information valid for 5 years (valid: 5 years from date of manufacture/sterilization). According to the label on the box - manufacturing: it was on 02/feb/2021. In this way, the client understands that the validity should be on 07/feb/2026. However, the invoice states expiration date 31/dec/2025 and manufacturing date 13/jan/2021."